Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose level was 47 mg/dl at the time of incident and 45 mg/dl at the time of call. The customer did not provide details regarding symptoms of their low blood glucose episodes. Customer was treated with drank juice. Customer also reported that the insulin pump had received failed battery alarm and battery went low. Customer troubleshooting was declined for low blood glucose level and troubleshooting was performed for failed battery test alarm. The insulin pump will not be returned for analysis.